Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection when crossing the lesion. An additional stent was placed to address the dissection.

Manufacturer narrative:
Complaint investigatrion completed.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection when crossing the lesion. An additional stent was placed to address the dissection.